Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation: matsuoka, t., suzuki, I., suzuki, r., fukunaga, a., tohi, y., sugino, y., okada, t., & kawakita, m. (2025). Fluorescence by 5-aminolevulinic acid-induced protoporphyrin ix varies in tumor and normal tissues during robot-assisted partial nephrectomy for renal cell carcinoma. Bmc surgery, 25(1), 244. Https://doi.org/10.1186/s12893-025-02987-6.

Event description:
A review of the article reported the following adverse event. Patients who underwent 5-ala-mediated photodynamic diagnosis and robotic-assisted partial nephrectomy (rapn) for renal cell carcinoma between may 2016 to august 2017 were included in this study. The da vinci surgical system si was utilized to perform a partial nephrectomy. The article reported there was a surgical site infection (clavien 2) in 1 patient.